Manufacturer narrative:
The device was not returned for evaluation. Investigation of similar complaints received regarding a similar issue found customers had used the transversal pre-cuts on the inner pouch, and inadvertently pinched the distal end of the catheters while opening the package. Consequently, the distal end of the catheters broke before use. A longitudinal pre-cut has since been added on the inner peel pouch to aid in the opening of the package and to avoid such an effect. It was concluded that while tearing the transversal pre-cut on the packaging, the customer likely also tore the distal tip of the catheter without noticing.

Event description:
According to the available information, after insertion of the catheter, the distal tip was no longer in place. It "probably detached" and was not found in the patient after cystoscopy.